Manufacturer narrative:
Device not returned.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The lead was explanted and a new lead was implanted. No patient symptoms were reported. The patient was stable prior, during and post procedure.